Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-08790 and 3005099803-2013-08791 for the associated device information. It was reported to boston scientific corporation that two ultraflex esophageal stents were attempted to be implanted within the esophagus of a patient on (B)(6) 2013 during a gastroscopy/ esophageal stenting procedure. According to the complainant, the stent was being implanted to treat dysphagia in a post laryngectomy and esophagectomy patient. Reportedly, the stricture was located just above the pharynx and there was complete stenosis of the esophagus. The patient's anatomy was tortuous, and a needle knife puncture and dilation were performed prior to the stent placement. During the procedure, the physician attempted to advance the first ultraflex esophageal stent across the lesion but the catheter kinked and the stent system was unable to cross the lesion. During the attempt to cross the lesion, the stent was unintentionally deployed by about 2-5 mm. The partially deployed stent was removed from the patient. The physician then attempted to use the second ultraflex esophageal stent. However, again, during an attempt to cross the lesion, the catheter kinked and the stent was unintentionally deployed by 2-5 mm. The partially deployed stent was removed and the procedure was completed using a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was deployed by 3 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. It was noted that the shaft was kinked at several locations along its length. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-08790 and 3005099803-2013-08791 for the associated device information. It was reported to boston scientific corporation that two ultraflex esophageal stents were attempted to be implanted within the esophagus of a patient on (B)(4) 2013 during a gastroscopy/ esophageal stenting procedure. According to the complainant, the stent was being implanted to treat dysphagia in a post laryngectomy and esophagectomy patient. Reportedly, the stricture was located just above the pharynx and there was complete stenosis of the esophagus. The patient's anatomy was tortuous, and a needle knife puncture and dilation were performed prior to the stent placement. During the procedure, the physician attempted to advance the first ultraflex esophageal stent across the lesion but the catheter kinked and the stent system was unable to cross the lesion. During the attempt to cross the lesion, the stent was unintentionally deployed by about 2-5 mm. The partially deployed stent was removed from the patient. The physician then attempted to use the second ultraflex esophageal stent. However, again, during an attempt to cross the lesion, the catheter kinked and the stent was unintentionally deployed by 2-5 mm. The partially deployed stent was removed and the procedure was completed using a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4) for the reported event of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.